Manufacturer narrative:
The device was returned with both seals were broken and cracked right and left plunger cases. The device history log showed there was a primary audible alarm background test in ehl. Power up process / occlusion test. Found unable to duplicate the primary audible alarm bgnd test at occlusion test. The root cause was unable to determine. No physical damage found on the speaker or interconnect board. Interconnect pcb cable connector was glue to main board. The tech replaced speaker for preventive. Perform occlusion test and all functional testing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device primary audible alarm background test. No patient injury reported.